Manufacturer narrative:
Summary: no supplemental report will be required as the additional information provided indicated that there was a calculation error. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was a calculation error prior to the initial implantation. A different corneal keratotomy measurement was used instead of the standard keratotomy measurement and these measurement were entered in to the formula and they both took into account posterior corneal astigmatism which doubled the amount of correction. The end result was that this case had a hyperopic surprise so the patient wasn¿t see near and required an iol exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient's vision was not good and had residual hyperopia and astigmatism. The iol was exchanged in a secondary procedure. Additional information was requested.